Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the device had retry errors in the datasync logs caused by a foreign key constraint conflict during insert operations into tx.storageitemtransaction, which prevented certain transactions from uploading to the server and caused to remain stuck locally. The technical support specialist (tss) followed knowledge article (ka) "medes retry - insert into tx.storageitemtransaction", verified that the endstoragespaceinventorykey had valid values, then stopped the data synchronization service and backed up the station database to d:\temp. Executed the recommended corrective query successfully, restarted the data synchronization service, and addressed a subsequent retry error (tx.discrepancy) by skipping it as per guidance. After these actions, uploads became current and a full synchronization completed successfully, restoring normal communication with the server. The customer was informed of the resolution and provided with the list of missing transactions and inventory report for reconciliation purposes, with clarification that past transactions could not be re-uploaded. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, device upload to server stopped. However, there were no delays or adverse events or injuries reported based on this event.